Manufacturer narrative:
MDR made in error with incorrect reportability rationale.

Event description:
MDR made in error.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd female luer cap had foreign matter. The following information was received by the initial reporter with the following verbatim. It was reported by customer that "on the top of the caps there are dark spots. They are wipeable and looks like grease or oil from a machine